Event description:
It was reported that the customer experienced an issue with their pump battery not charging. There was no reported impact on the customer's blood glucose level. Technical support arranged to send replacement charging supplies to the customer. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.